Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user does not have access to the area/station. A technical support specialist reached and told customer to assign or add the user to the area/station. The system functioned as intended after the technical support specialist troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system had issues when trying to login in main menu. The customer stated that they were unable to pull any medication due to this issue. There were no adverse events or injuries reported based on this incident.